Manufacturer narrative:
(B)(4). The insulin pump received with intermittent button response due to flattened button dome switch (no crease) and partial unlocked keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test due to buttons not responding.

Event description:
Information received by medtronic indicated that customer had a parse failure and were following up on an escalation. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.